Event description:
It was reported that a patient got an error of oor (out-of-regulation). The reporter stated that it occurred when the patient was syncing the patient programmer to check the device. It was noted that the patient had not had any falls or trauma. It was reported that high impedances were noted at one programming setting. A few hours later the same impedances were all within range. No other changes in therapy were noted. It was reported that according to the initial program all impedances were high, even at an amplitude of 3. A week later, it was reported that x-rays showed nothing remarkable and there was still a concern that impedances were high. The lowest was contact 1. The cause of the issue was not determined and no interventions were planned. It was reported that the patient was reprogrammed to contact 1 and the outcome was not known.

Manufacturer narrative:
Product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 37085-40 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3389s-40 lot# v699244v01, implanted: 2012 (B)(6), product type lead product ID: 3389s-40 lot# v699244v01, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.